Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported one of the patient's leads was eroding through the skin. The physician undertook surgical intervention to address the issue. It was reported the physician decided to reposition the lead; the lead was sterilized and moved away from the erosion area. During the procedure, the second lead length was moved to the other side of the spine.